Manufacturer narrative:
The MFR issued a recall notification to the identified customers who rec'd the affected products. Additionally, the MFR notified the FDA (B)(4) district recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On 3/17/2015, the voluntary recall was initiated. A manufacturing review was conducted. The lot met all release criteria. The investigation is inconclusive, as the samples were not returned for eval. While the investigation is inconclusive, the issue related to the reported product code/lot number combination was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device.

Event description:
It was reported that during an ultrasound guided breast biopsy into normal tissue, using three needles, after taking the first tissue sample, the physician rotated the device to get the sample out, but heard a sound like a piece of plastic had broken inside. A fourth device was used to complete the procedure. There was no report of patient injury.